Manufacturer narrative:
The device remains implanted in the patient's eye; therefore, it is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed, and stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported through a clinical trial that a subject presented with a mild stent obstruction in the left eye approximately ten (10) weeks postoperatively. No intervention was required.